Event description:
It was reported that a patient's right ventricular (rv) lead exhibited loss of atrial capture and poor sensing on the atrial lead. X-ray was performed and revealed atrial lead dislodgment. During lead revision, the atrial lead helix was unable to be extended. The physician elected to explant and replace the atrial lead. The patient condition was stable following the procedure.